Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 536 and 539 mg/dl. Customer also had blood glucose level of 528 mg/dl. The customer declined to troubleshooting high blood glucose level. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with manual bolus. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was mentioned motor error and offered troubleshooting and they stated that they were able to complete insulin pump rewind. Customer was assisted with displacement test and test did pass. The device will not be returned for analysis.